Manufacturer narrative:
Date of event: exact date unknown, event occurred on (B)(6) 2017. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17539404. Product family: scs- linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 19991394.

Event description:
It was reported that the patient was experiencing lack of coverage due to high impedances. The patient underwent leads replacement procedure and was doing well postoperatively. The explanted percutaneous leads were discarded.